Manufacturer narrative:
Unit was received with missing reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. Blood glucose was 2.4 mmol/l. The insulin pump will be returned for analysis.